Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose (bg) levels reached 30 mmol/l (540 mg/dl) while wearing the pod on the abdomen for between 24 and 36 hours. Symptoms reported include severe headaches, chest pain and vomiting. Ketones measured 16 mmol/l. The patient was treated with 3 bags of saline, pain medication and dextrose because they didn't want to lower the bg levels too quickly. The pod was removed and discarded. The patient was released same day.